Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was stuck in the attachment device. Therefore, the reported condition was confirmed. It was determined that the attachment device failed cutter insertion because the bearings were worn, damaged and no longer in axial alignment, which created a situation where the cutter was not able to be inserted and pass through. It was determined that the device showed signs of corrosion indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name was unknown. Common device name and device product code were unknown. The catalog number and lot number were unknown. Initial reporter¿s phone number extension: ext: (B)(6). PMA/510(k) number was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during an anterior cervical surgery, it was observed that the cutter device could not be inserted into the attachment device. It was further reported that the cutter device could not be removed from a different attachment device. The reporter was unable to determine which attachment device had which alleged malfunction. As a result, there was a minimal delay to the surgical procedure to change instruments. However, the duration of the delay was unknown. There were identical spare devices available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.